Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'the tubing guide label is missing" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be missing flow label. The missing flow label will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump tubing guide label was missing. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.